Event description:
It was reported that pt broke his femoral collar 4 places. Surgeon implanted a t2 femoral nail. This occurred in 2009. At about five weeks later, he followed up with his local orthopedic surgeon and the x-rays appeared normal. At approx 35 days later, x-rays were taken and revealed that the screw had migrated forward to the point of breaking through the femoral head. The surgeon told him that they will need to remove the screw. Surgeon did not know what would have caused the screw to move that way and the patient is looking for a reason why it has happened."

Manufacturer narrative:
Device will not be returned. Device was kept by patient. If the device or additional information becomes available, it will be reported on a supplemental report.